Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014 at 07:30am. The patient detailed that he manages his diabetes with fixed insulin doses and that from (B)(6) 2014 to (B)(6) 2015 he decreased his food and drink intake. The patient claimed that one week after the alleged meter issue occurred he developed symptoms of feeling dizzy, weak and a light sweat, however denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The patient was using the correct testing procedure and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.